Manufacturer narrative:
The devices associated with this report were not returned. The root cause is attributed to product wear out due to heavy usage. The lot number on the instrument is unknown. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). For product information received. Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate.

Event description:
The curved duraloc cup impactor wood handle broke. The piece on butt end broke off during impaction.